Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3 889-28, lot# va0cvem, implanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
It was reported that a patient was feeling stimulation in wrong location and they felt stronger stimulation since they took a fall a week prior to the report. The patient's right cheek was hurting, and when stimulation was on it was painful. The patient experienced a return of symptoms and was running to the bathroom when stimulation was off. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain additional information. If additional information is received, a follow-up report will be sent.